Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a malfunction alarm occurred. No impact to the customer's blood glucose. Customer performed pump reset and cleared alarm.